Manufacturer narrative:
The pod arrived fully deployed. The cannula was observed to have been torn and shortened. The cannula was measured to have a total length of 0.8015 inches. Fluid was unable to flow through the complete fluid path due to the shortened soft cannula length. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone17.3 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 280 mg/dl while wearing the pod between 4 and 24 hours on the arm. Investigation of the pod found a tear in the cannula. The device was originally reported for insulin leaking during wear.